Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) patient experienced blurry vision, high angle alpha and was not satisfied with the vision. The lens was exchanged with a different lens during secondary procedure. Additional information was received reporting in the surgeon¿s opinion the product caused the event.